Event description:
The user facility reported that the staff deployed an expired 8 fr angio-seal in a patient. They were informed that the product expired in november 2024. Hemostasis was achieved at the time of deployment, and there were no issues with deployment or with the patient. There was no blood loss, and the reported event did not result in patient injury or require medical or surgical intervention. Additional information was received on 23 apr 2025: the lot number is unknown. The patient procedure prior to angio-seal is unknown.

Manufacturer narrative:
D4: expiration date: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved lot # was not provided. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint could not be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).